Event description:
A malfunction in the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted in resetting the pump by technical support, and it was confirmed that the malfunction code did not recur. Customer was informed to continue using the pump and to report back if any further issues arise.